Event description:
It was reported by the rep the device was used in an unknown procedure. It was reported the tsw35 stapler would not open properly after firing, however, it did open. They opened another tsw35 to complete the case. There was no consequence to the pt.